Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition suggested that the device was successfully deployed, but while advancing the knot, the suture loop could have been pulled out of the artery. However, because the plunger, suture, link, needles and cuffs were not returned with the device, this could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unknown vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the suture did not catch. A second proglide device was used and reportedly it "pulled out of vessel". The method of achieving hemostasis was unspecified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.